Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a resolution hemostasis clipping device was used during an esophagogastroduodenoscopy (egd) procedure in the stomach. According to the complainant, during the procedure, the clip grasped tissue, but would not deploy from the catheter. When the physician pulled to remove the clip from the tissue, it tore the blood vessel. The entire clipping device was removed from the patient and the patient was sent to surgery. Clinical follow up information confirmed that the patient's blood vessel was successfully repaired in surgery and the bleeding was stopped. The patient was in stable condition and doing well post surgery.